Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The hospital reported that blower temperature failed alarm sounded when the device was on a patient. The device was in use on a patient when the incident occurred, no patient harm.